Event description:
The customer reported that, during preparation for use, the image from the subject device was blurry, there was reduced angulation in all directions, and there was a crack on the distal end cover. There was no harm or user injury reported due to the event. This report is being submitted for the allegation of blurry image.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the report of a blurry image. A review of the device history record found no deviations that could have caused or contributed to a blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed angulation in the up and left directions did not meet the standard value due to wear of the angle wire. The dent in the distal end cover was confirmed due to a crack in the resin part caused by handling. In addition, the play of the up/down and right/left knobs was out of standard due to wear of the angle wire, there was a gap in the adhesive on the bending section cover, the bending section cover and connecting tube were discolored due to deterioration caused by the reprocessing method, the connecting tube was dented and scratched due to being caught and pinched, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the connection between the bending section and connecting tube was not secured due to deformation of the bending tube, the objective lens was chipped due to a shock caused by dropping and knocking the device to a hard surface, the light guide lens was chipped and cracked due to a shock caused by dropping and knocking the device to a hard surface, the light guide lens and distal end cover were dirty due to insufficient cleaning, the nozzle was missing due to looseness or deterioration of the fixing parts, the distal end cover had a burn due to high energy accessories used without ensuring sufficient distance from the distal end, the scope connector cover, scope connector, and light guide cover glass were scratched due to physical stress, the scope connector was sticky due to chemical stress during reprocessing, the scope connector was discolored due to chemical stress during reprocessing, the light guide cover glass was dirty due to insufficient cleaning, the electrical connector was corroded because of chemical stress, the endoscope cable could not be connected securely due to corrosion on the electrical connector, all switches did not work due to corrosion on the switch box, switch one did not work due to corrosion, switch three was scratched due to physical stress, switch one was sticky due to chemical stress during reprocessing, the grip and control unit were dirty due to insufficient cleaning, the image guide protector was cut due to physical stress, the scope connector cover was discolored, the forceps channel port and scope connector cover were dented due to physical stress, the grip and control unit were scratched due to physical stress, the scope connector cover and control unit were sticky due to chemical stress during reprocessing, the image was not displayed due to damage on the charge-coupled device unit, there was a decrease in output light due to light guide bundle breakage, and the device leaked due to deformation of the right/left and up/down knobs, damage to the air/water tube, and a cut on the universal cord. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.